Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called and stated that the patient's grandchild dropped the recorder into a tub of water and the recorder is now water logged. The device will be returned for investigation since it is under warranty and will be replaced. There was no patient or user harm due to the alleged device malfunction. The repeat procedure hasn't been done yet.

Manufacturer narrative:
Device evaluation: the recorder was returned for investigation. It was disassembled and corrosion was found on the components within the device. This is consistent with the recorder being submerged in water. The issue has been determined to be user error. If information is provided in the future, a supplemental report will be issued.